Event description:
Account reports one incident in which during usage, the "flange" separated from the tubing. Reported device was attached to central line. No further details available. Per written report, "the pt was not compromised in any way because the incident was discovered immediately. The defective product was immediately removed and a new one applied". Note*the report was originally re'd for product code 2c5681.